Event description:
Pt undergoing fiberoptic bronchoscopy with wang needle aspirates. Pt with known pancreatic mass and subcarinal adenopathy with question of metastatic carcinoma. A 15mm wang transbronchoscope to an area over the carina. Md began experiencing difficulty getting the needle to go into the right lung side. Examination thru the bronchoscope showed the need to be somewhare in the bronchus intermedius. While attempting to withdraw the wang needle, it would not remove. Fluoroscopy showed the needle to be at an 80 degree angle to the catheter. In order to retrieve the equipment, another bronchoscope was placed along side the inserted bronchoscope. This enable viewing of the needle. With gentle pressure and some difficulty, the needle was removed. Inspection of the needle after it was withdrawn demonstrated a large kink. Due to the problems with the aspiration needle, the procedure could not be completed and tissue specimens to determine the presence of metastases could not be obtained. Pt underwent an immediate CT scan of the chest. No injuries or complications were identified.